Manufacturer narrative:
The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device had a dim light and gave a lamp error (e103). There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information following device evaluation which was inadvertently left out of the previous submission. Updates are being made to d4 for the serial number, d9 for the date device returned, h4 for the manufacturing date, and h6 for the conclusion code. The results of the legal manufacturers investigation does not change following the device evaluation. The e103 error code was displayed without the light being turned on due to the igniter failure. The specific cause of the igniter failure cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to h3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. E103 indicates lamp light failure, which may have occurred due to an accidental ignition error. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Additionally, the repair center found minor cosmetic damage, expired lamp, faulty scope socket and igniter. Olympus will continue to monitor field performance for this device.